Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: thermocool® smart touch¿ bi-directional navigation catheter (model# d-1327-04-s, lot#unknown) carto® 3 system (model# unknown, serial# unknown) unknown cable for thermocool smarttouch® catheter (catalog# cr3434ct, lot# unknown) non biosense webster, inc. Covidien electrode patch (model# d-1286-03-s, lot# unknown) manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a smartablate¿ system rf generator and suffered skin burn 2nd degree requiring an unspecified treatment provided by a wound-care specialist. During the procedure, it was thought that the defibrillator was turned off. While ablating, the patient received a shock. The therapies on the defibrillator were turned off and the ablation continued with no adverse patient consequences reported. It was noted that the thermocool® smart touch¿ bi-directional navigation catheter was in the patient when this issue occurred. The compatibility of the c3 interface cable - therapeutic and the thermocool® smart touch¿ bi-directional navigation catheter were confirmed prior to connecting. There was no resistance while connecting the thermocool® smart touch¿ bi-directional navigation catheter to the c3 interface cable - therapeutic. Post-procedure, the patient returned for a follow up consultation with wounds on his back from the grounding pad. The patient was referred to a wound care clinic to receive an unspecified treatment. Extended hospitalization was not required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. The covidien, (B)(4) indifferent electrode patch may be a suspected as contributor of this event. The patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use (IFU). The indifferent used with the stockert generator was at least 9ft (2.7m). The indifferent electrode was placed on the patient¿s left flank. It was positioned on the patient¿s back as close as possible to the heart. The entire surface area of the grounding pad was in complete contact with the patient¿s back, there were no air pockets present between the skin and the indifferent electrode. Conductive moist gel was present on the indifferent electrode when taken out of the package. The generator settings included power of 40-45 watts, total ablation time of 3622 seconds, minimum time of 20 seconds and maximum time of 40 seconds.

Manufacturer narrative:
It was reported that a 65-year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a smartablate¿ system rf generator and suffered skin burn 2nd degree requiring an unspecified treatment provided by a wound-care specialist. The investigational analysis completed on 11/13/2018. Service was declined by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification. Manufacture reference no: (B)(4).